Event description:
Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised due to pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left side). Update 3/2/2012 - medical records were received. The revision operative report indicates that there was significant corrosion noted at the taper. The complaint was reopened to address the stem and sleeve. Update (09/12/2012) litigation papers received 08/14/2012. Complaint changed to legal. Litigation alleges patient had pain and high concentrations of various metallic elements. There is no new information that would change the outcome of the investigation. Update 28th april 2014. Patient details, clinical ID numbers, onset date. Hospital details amended. More extensive reasons for revision: patient had pain and high concentrations of various metallic elements, altr, local tissue reaction, excessive wear.